Event description:
Prior to the procedure, the device went into back up mode while the cybersecurity software upgrade was attempted. The device was not implanted and there were no adverse consequences.

Manufacturer narrative:
Analysis of the device image noted the device was in back up mode, due to firmware reset resulting from telemetry interruption. The telemetry interruption is consistent with user error during communication with the device. Electrical testing revealed normal device characteristics with battery voltage near bol (beginning of life). The reported event of backup operation was confirmed.